Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the proximal circumflex artery. The 4 x 16mm graftmaster covered stent failed to cross the anatomy. A 3.5 x 16 mm graftmaster covered stent was successfully deployed and sealed the perforation. Although it was reported that the patient expired after coding the same day, the death was not caused by the use of the graftmaster covered stent. There were no device issues and the graftmaster did not exacerbate the existing perforation. In the opinion of the physician, the use of the graftmaster covered stents did not cause of contribute to patient death in any way. No additional information was provided.